Event description:
Doctor noticed a brown oily substance coming out of the shaver and blade. It was confirmed that the surgeon irrigated the knee to remove all the oily substance. This happened as soon as the blade was turned on in the knee space.

Event description:
Adverse event: death. Onset of adverse event: approximately two months after the procedure. Device issue: none. It was reported via trial that on (B)(6)2010, the pt underwent direct stenting in the proximal left anterior descending artery with one xience v stent and direct stenting in the left distal circumflex artery with one xience v stent. On (B)(6)2010, the pt presented with chest pain. On (B)(6)2010, the pt had a diagnostic angiogram and was found to have in-stent restenosis of four non-abbott stents in the non-target vessel that was revascularized with percutaneous coronary intervention (pci). The angiogram also found that the two xience stents were patent. The pt was discharged home on (B)(6)2010. The pt died on (B)(6)2010 of an unk cause. There was no additional information as the pt did not seek treatment at the study site after being discharged on (B)(6)2010.

Manufacturer narrative:
Device was not returned for evaluation. (B) (4)

Manufacturer narrative:
Evaluation of the blade showed the inner blade slough channel is discolored by foreign matter. There is a small amount of this matter on the inner blade. The outer blades housing is also contaminated with this matter. There is no galling on either the inner or outer blade. Blade was forwarded to qe for further evaluation. Qe determined that the contamination appears to have eminated from the mdu not the blade. Root cause : cross contamination by mdu.(B)(4)